Event description:
It was reported that the gynecologic laparoscope's image was pixelated or distorted and there might be a loose contact. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: green image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the pixelated image and loose contact is no problem detected and the most probable cause of the green image is broken cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.